Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and accuracy testing of reagent lot 23912fp00. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review on lot 23912fp00 did not show any non-conformances, potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Accuracy testing was performed for reagent lot 23912fp00 using an internal alinity I ca19-9xr panel which was tested with a retained kit of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. Based on the investigation no systemic issue or deficiency of the alinity I ca19-9xr for lot number 23912fp00 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for one patient. The following data was provided (reference range is < 37 u/ml): (B)(6) 2021 initial result = 50 u/ml, repeats = 21 u/ml, 21 u/ml, and 26 u/ml. It is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.